Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event is considered confirmed as a revision was reported. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The instructions for use (IFU) for this product states in the section titled 'contraindications': 6. Known allergic reaction to any materials used in the components. It also states in the section titled 'adverse events': ¿ foreign body or allergic reaction to implant components it also states in the section titled 'patient counseling information': discussion of the following points is recommended prior to surgery. ¿ the importance of prompt medical attention if they experience unusual swelling in the area of the implant. ¿ the risks associated with a total tmj system (see warnings and adverse events). DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional and corrected information. It was reported that a revision was performed due to an allergic reaction.

Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation tmj system right narrow titanium mandibular component, 45 mm, catalog #: 01-6545ti, lot #: 651510d; biomet microfixation 2.4 mm system high torque (ht) cross drive screw, 2.7 x 8 mm, catalog #: 91-2708, lot #: ni; biomet microfixation tmj system cross drive emergency fossa screw, 2.3 x 7 mm, catalog #: 99-6587, lot #: ni; biomet microfixation tmj system cross drive fossa screw, 2.0 x 7 mm, catalog #: 99-6577, lot #: ni; therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00890 through 0001032347-2018-00893.

Event description:
It was reported a revision was performed due to a possible infection or possible allergic reaction. Attempts have been made and no further information has been provided. No additional patient consequences were reported.